Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Bg was addressed by the customer eating food. Reportedly, the cause of the low bg was due to the basal rate being too high. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg.